Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. This device was surgically replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery. Corrected field: (e. Initial reporter) facility information was corrected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. This device was surgically explanted, replaced and it is expected to be returned. No additional adverse patient effects were reported.